Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an scs explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 14032940. Next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.